Event description:
It was reported that a patient developed some swelling and hematoma formation after implant surgery. The patient was fine in the operating room but by the time the patient arrived on the floor, the nurses noted that there was some swelling on the left side of the patient's neck along with hematoma formation and tenderness. The patient did have some nausea but no pronounced vomiting. The patient was taken to the operating room where the soft tissue hematoma was identified with no bleeding point but was found to be oozing from the sternocleidomastoid muscle. All sutures were removed. The stimulator was identified, and there was acute hematoma which was surgically evacuated using surgical suction and warm bacitracin irrigation. The wound was copiously irrigated using warm bacitracin solution as the acute clot was removed. This was irrigated until it returned nice and clear. There is no evidence of hemorrhage at that point. The subcutaneous tissue was then closed with #4-0 vicryl.